Event description:
Reporter indicated a study pt developed urinary retention postoperatively on the same day as initial vns implant surgery. The pt was catheterized as an intervention. The urinary retention resolved three days later.